Event description:
In early morning, intra-aortic balloon pump (iabp) suddenly started to make a steady, high-pitched, and continuous alarm tone. The nurse entered the room. The iabp was found to have stopped pumping. The screen read "communication error." A nurse quickly retrieved backup iabp. Patient was switched to new pump within approximately 2-3 mins without further incident. Patient required no further intervention. No harm to the patient was noted.